Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Troubleshooting with tandem technical support (cts) was performed and the customer's insulin gauge should have displayed a reading of 240 units and instead displayed 105 units. Cts informed the customer about factors that may lead to inaccurate fill estimates. The customer declined to re-load the existing cartridge in order for the fill estimate to be recalculated and declined a follow-up call. The customer's blood glucose level was not impacted.